Manufacturer narrative:
The investigation is still ongoing. The results will be provided with a follow-up report.

Event description:
It was reported that different volumes were delivered with each breath in pressure mode. The motor only moved briefly and then stopped. No volume was displayed and a flow sensor alarm appeared. In volume mode, it was only partially possible to ventilate the patient and the patient was switched to manual ventilation. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Analysis of the device log revealed that on the reported date of event a negative pressure exceeding -15mbar was measured inside the ventilator cylinder during downward movement of the piston which indicated a fresh gas deficit. The device facilitates an auxiliary air intake valve that opens at -8mbar to take in ambient air for compensation of the fresh gas deficit. However, the negative pressure further increased to -15mbar in the particular situation and, the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. Obviously, the opening of the auxiliary air intake valve must have been hindered somehow - post market surveillance data demonstrates that this may happen when the users do not follow the reprocessing recommendations of the manufacturer. The device was inspected by a service technician and a failure of the pcb control was identified. The pressure sensor that measures the pressure inside the ventilator cylinder is located on this pcb, which also processes the sensor signal. After replacement of the pcb the device was successfully tested and was returned to use without further problems reported. Dräger concludes that the device responded as designed upon a situation that was interpreted by the device software as a drop of the pressure inside the ventilator cylinder - ventilator was temporarily stopped and, the corresponding vent fail alarm was generated. In the particular situation, it was not the case that the real pressure value went out of range; indeed there was a deviation in the pressure monitoring function. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that different volumes were delivered with each breath in pressure mode. The motor only moved briefly and then stopped. No volume was displayed and a flow sensor alarm appeared. In volume mode, it was only partially possible to ventilate the patient and the patient was switched to manual ventilation. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.